Event description:
Health care professional reported the patient presented with signs of withdrawal that included an increase in muscle tone, posturing, involuntary head shaking, and spontaneous clonus. Attempts to aspirate the catheter were unsuccessful. The healthcare professional opted to not conduct a catheter dye study. The entire device system was replaced in 2002. The surgeon chose to replace the pump in order to avoid another surgery in a year for anticipated pump battery end of life. The patient is reported to be improving with the new catheter.